Manufacturer narrative:
The reporter's meter and test strip lots 515086-21 and 507723-21 were provided for investigation where they were tested using retention controls. Lot #507723-21 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.6 inr. Lot #515086-21 testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr, qc 3: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer stated they were taking antibiotics. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 12:42 pm, the meter result using 515086-21 was 6.6 inr. At 1:50 pm, the meter result using an unknown strip lot was 4.9 inr. The tests were within 4 hours of each other. The customer has a therapeutic range of 2.5-3.5 inr.